Manufacturer narrative:
A ge service rep performed an on site investigation. The xray tube and high voltage cable were repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system was arcing. No report of pt injury.